Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the catheter tip was separated. The target lesion was located in the obtuse marginal. While advancing the mach 1 guide catheter into the patient, the physician noticed the tip of the catheter was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Updated: device available for evaluation, device returned to manufacturer, eval summary attached, device evaluated by manufacturer, method code, result code and conclusion code. Device evaluated by manufacturer: returned product consisted of a mach 1 guide catheter with the original pouch. There were multiple shaft kinks. The shaft was separated 2mm from the strain relief. The separated ends of the shaft included exposed braiding. There was torsional damage to the separated ends. Inspection of the remainder of the device presented no other damage or irregularities the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the catheter tip was separated. The target lesion was located in the obtuse marginal. While advancing the mach 1 guide catheter into the patient, the physician noticed the tip of the catheter was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.